Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. Reason for reoperation is capsular contracture baker grade iii and seroma. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "tiny amount of fluid in the right breast 3 o¿clock less than 1cc" and capsular contracture baker grade iii. The device remains implanted.